Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to small signals. Boston scientific technical services (ts) was contacted, and ts noted severe undersensing and recommended x-ray imaging to evaluate the electrode. Ts recommended the clinic consider the patient unprotected at the moment because the s-ICD would likely not sense an arrhythmia with the current amount of undersensing. Later, x-ray imaging was performed, and the electrode was found to be pulled back. The patient noted they had been touching the s-ICD system a lot. The s-ICD system had tachy therapy programmed off. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to small signals. Boston scientific technical services (ts) was contacted, and ts noted severe undersensing and recommended x-ray imaging to evaluate the electrode. Ts recommended the clinic consider the patient unprotected at the moment because the s-ICD would likely not sense an arrhythmia with the current amount of undersensing. Later, x-ray imaging was performed, and the electrode was found to be pulled back. The patient noted they had been touching the s-ICD system a lot. The s-ICD system had tachy therapy programmed off. No adverse patient effects were reported.